Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving appropriate therapy from the device. It was noted that there were episodes of non sustained right ventricular oversensing caused by the right ventricular lead exhibiting loss of capture that led to rate mismatch between the near field and far field channels. The electrograms showed some episodes of appropriate right ventricular capture and others showed loss of capture. Programming changes were suggested but not performed. The patient was stable and will continue to be monitored normally.